Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the lcd display was bad. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 28jun2019, date of report : 22jul2019. The customer confirmed the lcd display issue. The customer reported that the unit was repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.